Event description:
The customer contacted stryker to report that their device was not delivering a shock and displayed, "abnormal shock". It was also reported that the device logged an event code in the device¿s memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not delivering a shock and displayed, "abnormal shock". It was also reported that the device logged an event code in the device¿s memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified and duplicated the reported issue. The therapy pcb assembly was replaced to resolve all reported issues. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.